Manufacturer narrative:
(B)(4). The device had failed the rite test (accuracy) and passed the homechoice rite electrical safety analyzer test. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was insufficient drain, false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low . The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 3. The patient's drain volume was 3741ml.their programmed fill volume was 1700ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of false empty detect and use error, the clinician inappropriately set minimum drain volume % setting too low. The nurse stated the patient was currently on hold with peritoneal dialysis (pd) therapy due to an other issue not related to our device. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient will restart peritoneal dialysis (pd) therapy when possible.